Event description:
Per the clinic, an infection had developed at the implant site, exposing the receiver/stimulator. The device was explanted on (B)(6) 2024, and there are no plans to reimplant the patient with another cochlear device as of the date of this report.